Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
The patient reported that they have had many falls and several unrelated back surgeries. They have had 200 falls since 2007. The patient stated that they had to have their leads moved during one of their back surgeries on (B)(6) 2014. No patient symptoms were reported in relation to the device or therapy. Indication for use is unknown.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.